Event description:
A single level acdf was performed in 2009, using an interplate cervical titanium ifd for fixation. The patient subsequently reported pain. The interplate was removed at approx 4months later. At that time, fusion had occurred. The graft had migrated posteriorly prior to fusion and was impinging on the canal. The graft was reported to be undersized and therefore able to move in the intervertebral space. There was no device malfunction but the incident is being reported because surgical intervention was required.

Manufacturer narrative:
See scanned pages.